Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high and undefined pacing impedance, undersensing, insulation damage and confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.